Manufacturer narrative:
(B)(4). Batch # t5dc8u. Investigation summary ==> the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the device deliver any staples? Yes. If yes, were the staples formed properly? Some were. If yes, was the staple line complete? Yes. ¿ did the device cut? If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? No. ¿ was there any difficulty opening the device? Yes, he closed the device on the pa and went to fire, he did notice that there felt a little resistance when he engaged the red firing button, but not to close the device. He went to fire but nothing happened, but then when he went to open the device it would not do so at all. He did not hear the motor engage at all, which he thought was strange as it normally only jams when fired. The pressed the reverse knife blade button but nothing happened. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? ¿ is the current patient status known? Well and gone home. ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Open procedure not vats. Please explain what is meant by ¿felt a little resistance when he engaged the red firing button¿. Resistance from the button when firing. How many times was the reverse switch attempted? Several. What is the surgeon¿s experience with device? Very tenured an is faculty for us on european and (B)(6) courses for thoracics. What is the current patient status? Well and discharged.

Event description:
It was reported that the surgeon was using a powered vascular stapler with a vascular cartridge on the pulmonary artery. He closed the device on the pa and went to fire, he did notice that there felt a little resistance when he engaged the red firing button, but not to close the device. He went to fire but nothing happened, but then when he went to open the device it would not do so at all. He did not hear the motor engage at all, which he thought was strange as it normally only jams when fired. The pressed the reverse knife blade button but nothing happened. He then took the battery out of the psee45a he was already using on the lung in the kit and took the battery out of the pve35a and replaced with the other and then managed to reverse and get the gun open, but this tore the pa and so he had to clamp with the gun to control the bleeding. He then had to open the patient, with a thoracotomy to control the bleeding and complete the procedure. No transfusion needed, but blood was ordered in case. Had to use the vascular clamps to control in the end and another vascular gun to complete. Data is all noted on post op notes and a datex will be completed for this. 800ml of blood loss and about fifteen minutes extra on the table according to the scrub nurse. Comments from scrub team was it was an oozy case and the pa was already quite oozy and anatomy was strange. I have spoken with the consultant today and the patient is fine.